Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that on may 26th during a case the white ceramic tip broke off in the pt. The tip was retrieved and there are no known adverse effects to the pt.